Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient stated he previous encountered a situation where he woke up in the middle of the night and his heart was racing. When he went into the clinic they adjusted his minute ventilation feature. The patient stated he has felt fine since the reprogramming. No adverse patient effects were reported.